Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the event. The se replaced the graphic user interface (gui) printed circuit board (pcb) and completed software download. The unit passed extended self-testing.

Event description:
It was reported that the ventilator had a blank upper display. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.